Event description:
It was reported that the percutaneous coronary intervention (pca) procedure was performed to treat an unspecified lesion. The ht bmw universal ii 190 guide wire was advanced but failed to cross the lesion due to the anatomy and the device became kinked. There was resistance met with the lesion during removal. Another ht bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the anatomy resulting in the reported failure to advance. Interaction/manipulation of the device ultimately resulted in the reported kink; thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.